Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen, and submental area on (B)(6) 2019 using the cooladvantage coolcore and coolmini system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient treated with coolsculpting treatment to upper and lower abdomen may have developed paradoxical adipose hyperplasia.